Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, the twinfix anchor was broken when it was being implanted. It was successfully retrieved from the patient by using a grab. There was a delay greater than 30 minutes and a backup device was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned, but the anchor and sutures were missing. One insertor tine had bent significantly, and the other had fractured. There was minimal debris. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found the device is visually inspected for embedded particulates, dust, contaminants, and foreign matter. A certification of compliance or evidence of conformance to material and process specifications is required. The complaint was confirmed for a break in the device, but the state of the anchor could not be determined. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site.